Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10 and e1. B5: upon follow-up, it was reported that the same day as peritonitis onset, the patient was hospitalized. The meropenem was given four times a day intraperitoneally. The amikacin route was intraperitoneal. The antibiotics were discontinued on an unknown date. On an unknown date, the patient was discharged from the hospital. Pd therapy was discontinued. The pd catheter was removed and the patient was shifted to hemodialysis (ongoing). It was reported that the patient had not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem 250mg and injection amikacin 250mg/once a day for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.